Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels (200-300s mg/dl) for the past 3 weeks. Elevated bgs were treated via bolus using the pump, and manual injections. The customer has since reverted back to using an alternative pump for therapy.